Event description:
The account generated elevated architect ca19-9xr results of 50 to 60 (no unit of measure provided) on a patient who was being monitored for ca19-9. The account questioned the elevated architect ca19-9xr result compared to previous testing. In (B)(6) 2012, the patient tested architect ca19-9xr of 32.9 (no unit of measure provided) and in (B)(6) 2012, the patient tested architect ca19-9xr of 1346 (no unit of measure provided). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified normal complaint activity for the issue under review. A labeling review was performed with information to assist the customer located in the limitations of procedure section in the assay package insert. Accuracy testing was completed on likely cause lot 11510m500; testing meets acceptance criteria. This testing indicates that this lot is able accurately detect known concentrations of ca19-9. The investigation results show that there is no product deficiency. The information provided in this complaint does not reasonably suggest a malfunction had occurred because the issue was limited to a single patient sample. Dilution linearity testing and neuraminidase treatment both suggest the absence of interfering substance. The assay was most likely measuring ca 19-9. No other troubleshooting steps were taken by the customer. Accuracy testing demonstrates that the likely cause can detect known concentrations of ca 19-9. This investigation indicates that the architect ca19-9xr reagent kits are performing as intended.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.